Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that electrode did not stay in patient body. Customer's blood glucose level was 90 mg/dl at the time of incident. Customer stated that the transmitter did not blink. The sensor will not be returned for analysis.